Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had a return of pain and worsening pain. The patient could not turn stimulation on. The patient programmer was checked and it showed the ¿charge the implantable neurostimulator (ins) screen.¿ the issue of not having stimulation started on (B)(6) 2016 and the worsening pain started on (B)(6) 2016. During the call, the patient attempted to charge but had poor coupling. The coupling issue had been occurring the last couple of days in (B)(6) 2016. Performing an antenna locate resolved the issues and the patient was able to get 6-8 coupling bars.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they called the surgeon because the pain was bad. Patient reported that the neurostimulator wouldn¿t turn on. The patient stated that it was their fault because they allowed the battery to run out completely. The patient stated that they finally got hold and they were talked through getting the battery charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.